Event description:
Consumer stated that she brought the eq tbp sonic rf 5ctand the bristles would come out and it would be in her mouth. Update (B)(6) 2018; bristles fell out of 3 of 5 replacement brush heads. She had only been using it a little while. 2 report of 3.